Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. The rewind anomaly could not be verified due to unresponsive button. The motor passed the motor test. The device had a scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a rewind anomaly. The blood glucose at the time of the incident was 158 mg/dl. The customer stated that it would take a long time to rewind the insulin pump and he has to repeatedly press the act button to complete the rewind. Troubleshooting was not performed. The device was returned for analysis.